Event description:
The manufacturer received information alleging that a filter on a remstar auto continuous positive airway pressure (CPAP) device caused allergic pneumonitis to the end user, leading to hospitalization. There was no report of permanent patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the manufacturer's investigation, a follow-up report will be filed.

Event description:
The manufacturer received the CPAP device only for investigation. The filter alleged to have caused the reported event was not returned. There was no evidence of device failure. The CPAP functioned as designed and passed all testing. Data logged by the device indicates regular patient use from (B)(6) 2014, and again from (B)(6) 2014 to (B)(6) 2015. The end user is reported to have been hospitalized from (B)(6) 2014 to (B)(6) 2015. The data shows the device provided therapy to an end user, and there were no errors logged by the device to indicate a failure during that time. It is unknown who was using the device for the period the end user was reported to have been hospitalized. The manufacturer searched their complaint system and found no similar reported events of the device filter causing allergic pneumonitis. Based on the available information, the manufacturer concludes this is an isolated event, and no further action is necessary.